Event description:
Same case as manfcuterer's report #6000130-2006-0083 it was reported that during a ptca procedure, the tip of the luge guide wire fractured inside of the pt. The tip of two luge guide wires broke off in the extremely calcified and moderately tortuous rca lesion. The pt went to surgery where the tips were successfully removed. Pt status was listed as "okay" post surgery. Two attempts have been made in the last week to obtain additional information from the heath care provider without success.